Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cables to the foot switch were tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.